Event description:
Boston scientific received information that a surgical procedure was done to explant and replace this pacemaker. Prior to the procedure, no noise was noted and all measurements were fine. When the pocket was opened, there were nothing unusual noted. When the pacemaker was extracted from the pocket, there was a short period of pacing inhibition. This did not cause any adverse patient effects because the patient had an intrinsic rhythm. Both leads were bipolar. When the header was inspected, movement was seen between the header and the can. It was believed that this caused the pacing inhibition. Since all measurements were fine prior to the procedure, it was assumed that the damage to the header occurred during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this pacemaker is undergoing analysis at boston scientific. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed the header was loose. A microscopic visual inspection revealed a fractured header wire. The header wire connects the device circuitry to the connector block in the header. All telemetry and interrogation operations were normal. However, the device paced only intermittently, when compression and torque were applied to the can and the header of the device.